Event description:
The customer reported that the system intermittently would not perform in vascular modes. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system was unavailable for eval. No conclusion can be draws as repair info is unavailable and no add'l service info was provided.